Event description:
The distributor received the pump and reported to not start despite being plugged in for more than 2 hours with different cables. There was no adverse impact to the customer¿s blood glucose level. Device is being returned, and a replacement pump has been issued for the customer.